Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system experienced a bacteremia pocket infection with purulent discharge. There was swelling around the device and then I was stated that later the skin became red around the site and was burning the patient intermittently for the past month. The patient was hospitalized , had medication adjusted and the device system was explanted. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: dtma1d1 crtd - implanted: (B)(6) 2022; dtba1d1 crtd - implanted 11-jan-2016 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.